Event description:
The customer reported an unspecified battery failure. There was no reported patient involvement/adverse patient impact. Further information was provided that the battery was unable to charge.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an unspecified battery failure. There was no reported patient involvement/adverse patient impact.